Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error of the patient line falling to the floor. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line after it fell to the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.